Event description:
The customer reported "leaking at connection distal to baby" while infusing lipids cia syringe pump in the nicu. The tubing was changed to resolve the issue. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.